Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter at the time of the pre-test, water remained in the cuff when the water was removed, and it could not be collected.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and inflated ok no difficulties. With the syringe attached the balloon deflated passively within 46 seconds. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. Per (B)(4) revision 26, as the reported event is unconfirmed a risk review is not required. Per (B)(4) revision 26, as the reported event is unconfirmed, a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter at the time of the pre-test, water remained in the cuff when the water was removed, and it could not be collected.